Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly.

Event description:
The customer reported moisture damage and a blank screen after jumping into the pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.